Manufacturer narrative:
The pump was returned for analysis. Destructive analysis identified pump hybrid prescription table corruption with undetermined cause. Interrogation of the pump determined it was used to infuse morphine 50.0 mg/ml at 19.991 mg/day; clonidine 2,000.0 mg/ml at 799.7 mg/day and marcaine 7.5 mg/ml at 2.9987 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned with no documentation. The indication of use of the pump was for non-malignant pain and post lumbar laminectomy syndrome.